Event description:
It was reported that (2) ems were used during an unknown procedure. It was reported by the affiliate that the device jammed. Opened another device to complete the case. There was no consequence to pt.